Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain due to ipg dysfunction. It was also noted that patient felt discomfort while charging and ipg was taking longer to charge. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was discarded.